Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon was putting a screw in the patient when the screwdriver tip broke off. He asked that every screwdriver be replaced in the hospital because some of the other screwdrivers were also starting to twist at the tip.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to event. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The surgeon was putting a screw in the patient when the screwdriver tip broke off. He asked that every screwdriver be replaced in the hospital because some of the other screwdrivers were also starting to twist at the tip.